Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on the morning of (B)(6). The patient reported obtaining blood glucose readings of 177, 160, 140 and 180mg/dl on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology these readings meet lifescan's criteria for precision. The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing a symptom of "frequent urination" on (B)(6). The patient denied receiving any treatment for this symptom. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed a serious symptom of hyperglycemia after the alleged issue began.